Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) patient (unknown gender) noted as high risk percutaneous coronary intervention was to be implanted with an impella 5.5 device for mechanical circulatory support. An impella defective alarm occurred during priming / purge setup of an impella 5.5 pump. Multiple attempts were made to restart the process. However the issue recurred and the decision was made to replace both the pump and the automated impella controller (aic). There was no patient harm.

Manufacturer narrative:
The investigation for the reported pump not detected issue has been completed. The impella device was not returned for a visual inspection. Data log analysis confirmed that an impella defective alarm had been triggered but it could not be confirmed whether this reported issue was due to pump or console issue. Therefore, the root cause of the pump not detected could not be determined without the device return and sufficient clinical details.